Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that the outer insulation was breached at 5.4 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.